Event description:
Adverse event(s): "no harm to patient" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message); "pneumatics function non-operational" (device operates differently than expected). The surgeon reported that when in vfc mode (viscous fluid control), the console displayed two system messages, with an advisory that the pneumatics function would be disabled. The silicone oil was removed manually by the surgeon. The infusion line was clamped, and the system was rebooted after a new cassette was installed. The cassette would not prime and the start/prime was grayed out. The system was shut down and switched out with another system. The surgery was completed, with a 15 minute delay in the procedure. There was no harm to the patient. The same system was used again with the following patient case. The system was set up and it primed with no error messages. That vitrectomy surgery was completed without problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).